Manufacturer narrative:
Additional information received reported that a non-mdt stent was placed in the stent graft limb etlw1613c93e on an unknown date previous to this reported occlusion as there was narrowing of the stent due to the anatomy of the common iliac. Film evaluation summary: the exact cause of the thrombus observed within the right limb could not be determined from the limited films provided. Pre-implant anatomy is unknown, and images during implant <(>&<)> current CT¿s were not available for review. It is possible that this was anatomy related due to stent graft placement within a constricted/calcified anatomy, with possible resulting stent graft compression and/or kinking. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. The cause of the earlier reported occlusion also could not be determined, but may have been caused by the reported stent graft narro wing due to the anatomy of the common iliac. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that approximately 3 years post the index procedure the patient complained of pain in the right leg. The physician stated that there was a thrombus in the stent graft and the limb at the flow divider appeared narrow. Re-intervention was completed. The physician elected to raise the bifurcation of the original stent graft and additionally implanted right and left endurant limbs. Another manufactures stent was placed in the gate area and the event was resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.